Manufacturer narrative:
Qn#(B)(4). No alleged sample was returned for investigation. Hence, investigation will only be conducted based on general review. It was reported that "we faced issues with these catheters: the catheters inserted leaked (significant leaks)". Leak balloon may occur due to various reasons such as in contact with sharp object during use i.e., contact with clamper, kidney dish/tray or overinflating. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. An article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discar ded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Reported event: the catheters inserted leaked and needed to re-inflate the balloon several times. No reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
Reported event: the catheters inserted leaked and needed to re-inflate the balloon several times. No reported injury.